Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced and after the replacement high impedances were present. It was unknown if intra-operative stimulation was felt or when the impedance issue had occurred. Impedance measurements were above 40,000 for contact 2. It was unknown if the impedances had resolved and the healthcare professional was going to evaluate the patient soon. The cause of the impedances was unknown. A lead fracture was suspected but not yet confirmed. It was unknown if any troubleshooting was done or how the patient was doing and if they were receiving effective therapy. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 lot# v199750, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that intraoperative impedances were greater than 3,600 ohms. A month prior to this report, the implantable neurostimulator (ins) and extension were replaced due to an impedance issue. The ins was kept off since then due to continued impedance issues. A lead exploration procedure was scheduled for the day of this report. Initially, when impedances were checked on just the lead at 3v, all impedances were within normal range between 500-1000 ohms. After connecting the extension and ins, impedances were measured to be extremely high with all pairs in the 15,000-26,000 ohm range except contacts 1 and 2 that were in normal range. A different clinician programmer had been used. Another clinician programmer was used and impedances were measured to be the following: c-1 = 4,200 ohms, c-3 = 9,000 ohms, 0-1 = 4,725 ohms, 0-2 = 5,485 ohms, 0-3 = 24,525 ohms, 1-3 = 10,000 ohms and 2-3 = 10,000 ohms. Running stimulation did not lower the impedances. The patient was able to programmed around the contacts and good therapy was achieved. None of the implanted components were changed.

Event description:
Additional information received reported that prior to the implantable neurostimulator (ins) and extension replacement the patient had contralateral dysesthesia, tingling, and sharp pains. The symptoms occurred when the patient would lean down or bend forward a little bit to the right. The impedance issue occurred pre-operation and had not resolved. The cause of the impedance issue was not determined and there were no lead fractures noted on x-rays. Impedances with the lead only were measured to be within normal range, but after the entire system was connected the impedances were no longer within normal range. Impedances of the entire system were measured to be the following: c-0 = 4235 ohms, c-3 = 9002 ohms, 0-1 = 4725 ohms, and 0-2 = 5485 ohms. After the revision, the patient was getting pretty good therapeutic effect on both c+, 3- and c+, 2-. The healthcare professional (hcp) decided to leave the patient programmed to c+, 2- and they were not sure why the problem electrode switched from 2 to 3 after the revision. The hcp did not try measuring impedances with the patient¿s head in different positions. At the time of this report, the lead had not been replaced and impedances were still high. The patient had recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v199750, product type: lead; product ID 3708660, serial# (B)(4), product type: extension; product ID 3387s-40, lot# v199750, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID 3387s-40, lot# v187428, product type: lead. (B)(4).

Event description:
Upon additional review of the file information indicated that the following information which was previously reported does not pertain to this event and is being removed and captured in a related event, see manufacturer's report number: 3004209178-2015-05319, 3004 209178-2015-01384 and 3004209178-2015-01385. Additional information received reported that intraoperative impedances were greater than 3,600 ohms. Additional information received reported that prior to the implantable neurostimulator (ins) and extension replacement the patient had contralateral dysesthesia, tingling, and sharp pains. The symptoms occurred when the patient would lean down or bend forward a little bit to the right. The impedance issue occurred pre-operation and had not resolved. In manufacturer's reports 3004209178-2015-01384 and 3004209178-2015-01385 the following information was reported: additional information received reported that the impedance was still over 40,000 ohms for contact 2. The impedance issue was not resolved and the doctor believed the lead was damaged. The patient was scheduled for a lead revision on (B)(6) 2015. The patient was not receiving effective therapy. Additional review indicated that this information pertains to this manufacturer's report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).